Manufacturer narrative:
Due to character restrictions, event site name: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use of cardiosave intra-aortic balloon pump (iabp), a high temperature alarm was found in the system. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field: b4; b5; g3; g6; h2; h3; h6 type of investigation, investigation findings, component codes, investigation conclusions, medical device ¿ problem code; h11. Corrected fields: e1 event site telephone number; g1 contact person ¿ mfg site due to character restrictions in block e1. Full event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the valve group was leaking specifically k7/k8. As a result, the drive manifold (0104-00-0031) was replaced and fixed the issue. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by the customer that during use of cardiosave intra-aortic balloon pump (iabp), a high temperature alarm was found in the system. During the on-site inspection of the device in the hospital, it was found that the valve group was leaking (k7k8) and the valve group was replaced. There was no patient harm or injury reported.